Event description:
During a procedure, the distal end of the instrument shaft broke. No fragments or components were reported to have fallen in the patient. The instrument and trocar cannula were removed from the patient stimultaneously. Once outside the patient, the surgeon cut and removed the forceps's distal grasping tip in order to remove the damaged forceps through the trocar. No patient harm, adverse outcome or injury was reported.